Manufacturer narrative:
Sc-8336-70 (sn:(B)(4)). Device evaluation indicated that the lead was cut into pieces and exhibited cable exposure near the paddle due to pulling. The device damage was similar to the typical explant damage and was not considered a failure. Sc-1160 (sn:(B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that the patient had numbness in hands and tightness in the throat when the stimulation was on. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 346247, model/catalog description: spectra wavewriter ipg kit.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that the patient had numbness in hands and tightness in the throat when the stimulation was on. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the physician did not believe that the symptoms the patient was experiencing could be caused by the stimulation. The physician was also uncertain of the cause, however, cited compression as a potential explanation.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that the patient had numbness in hands and tightness in the throat when the stimulation was on. The patient underwent an explant procedure and was reportedly doing well.